Manufacturer narrative:
MFR's report date: 4/13/2011. (B)(4). The customer's report of a leak from hole in the silicone segment was confirmed. During visual inspection of the set received it was noted that the silicone tubing had a small tear near the upper blue fitment. Visual examination under microscope noted a crush mark to the upper fitment. The cause of the leak was identified as a small tear in the silicone segment. The cause of the tear was not identified.

Event description:
Customer reported set leaking, stating, "the set is leaking from the top of the elastic tubing where it connects to the dark blue connector. There appears to be a hole in the elastic tubing. The staff walked in and found a puddle of fluid on the floor. Situation occurred during the pt receiving a primary infusion. No pt harm resulted."